Manufacturer narrative:
(B)(4). (B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sleeve gastrectomy, the reload was fired with the device and all the staples were not in the b shape. Another reload was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(6).